Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information stating that the customer experienced a low blood glucose (bg). The customer's blood glucose was 59 mg/dl. The contact stated the cause of the low bg was unknown, but the customer did not eat a lot the day before. The customer treated the bg by ingesting carbohydrates.